Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 23mm 11500a valve in the aortic position was explanted after an implant duration of 1 year, 7 months due to unknown reason. The explanted valve was replaced with another 23mm 11500a valve.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
Through implant patient registry it was learned that a 23mm 11500a valve in the aortic position was explanted after an implant duration of 1 year, 7 months due to endocarditis (enterococcus). The explanted valve was replaced with another 23mm 11500a valve. Per medical records, presented for sma thrombosis requiring emergent thrombectomy and angioplasty. Further evaluation revealed enterococcus bacteremia d/t infective endocarditis w/ vegetation. The patient completed a course of antibiotics.

Manufacturer narrative:
H11: additional manufacturer narrative: updated. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.